Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient underwent a pocket revision procedure. The pulse generator had migrated and was causing a fold in the skin. The device was explanted and replaced. The patient tolerated the procedure well.